Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgvfc050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the oncology department encountered a leak this morning on a huber needle. The leak occurred between the white part and the transparent part of the connection valve. The ide had to remove the needle and use another one.